Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which all the components were removed and replaced. During the procedure fluid leak was noted somewhere in the system. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.